Event description:
It was reported that the patient experienced syncope, and the device was unable to be interrogated and would not pace. The device was determined to be at end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced syncope, and the device was unable to be interrogated and would not pace. The device was determined to be at end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.